Event description:
Description according to complainant, "two years ago a celect ivf filter was placed prophylactically for pulmonary embolism and lower extremity dvt. (B)(6) 2013, the pt presented with scrotal swelling and varicoses. A CT was performed noting partial caval thrombosis with celect vena cava filter with 2 fractured limbs. The filter was successfully retrieved leaving behind the 2 limbs." According to cook sales rep. The filter was retrieved conventionally, internal jugular access with our retrieval set." Pt outcome according to complainant: "today the distal caval flow and common iliac were restored; good blood flow. The physician is expecting no further complications."

Manufacturer narrative:
(B)(4). Expiration date is unk. Device manufacture date: unk as lot number is unk. Investigation of received images confirmed two fractured filter legs and they were the likely cause of reported caval stenosis as filter legs gathered the caval centrally with inferior migration. Exact reason for perforation and fracture cannot be determined. From the literature it is unk, that manipulation in the area of the filter may promote perforation which over time may cause changes to the filter configuration and to the filter placement, thus causing stress and possibly fracture to the wires. Fracture of the wire is an uncommon, but known risk in relation to filter implant. Also filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. William cook europe will continue to monitor for similar events.